Manufacturer narrative:
The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided by customer.

Event description:
The customer reported that while drawing an abg, the saline flush and some patient blood leaked out of the connector while connected to the patient's arterial line in the cvicu. The patient did not receive all of her wasted blood back. There was no harm.

Event description:
The customer reported that while drawing an abg, the saline flush and some patient blood leaked out of the connector while connected to the patient's arterial line in the cvicu. The patient did not receive all of her wasted blood back. There was no harm.

Manufacturer narrative:
The customer report that connector leaked at arterial line hub was not confirmed. Visual inspection of the as-received sample observed dried blood residue within the connector. Functional and pressure testing were performed; no leaks were identified. No other mating components used during the reported event were received for investigation. The root cause of the customer's report was not identified.